Event description:
A report was received that a patient's precision system was explanted. The patient reported that the ipg was implanted in the stomach area and always moved around as scar tissue never formed to hold it in place. The patient also needed to remove the device, since she was scheduled for an MRI. No additional information is available since the implanting physician has deceased and the explanting physician could not be reached.